Event description:
It was reported that patient had a defective lead. Boston scientific technical services (ts) discussed the advisory. This lead remains in service. No adverse patient effects were reported.